Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report tha the charger/modem resets.

Manufacturer narrative:
Evaluation: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem resets. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the inability to recognize and charge the battery pack is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.